Event description:
A copy of the health canada report was received, which states, "pt hooked up for IV infusion, programmed 500ml/hr with volume of 1000ml into pump and pressed start. Pump started to infuse/ pour through the line at a rapid rate. Pump immediately paused, pcc informed and inspected, settings all correct. Tried to re input rate and volume settings and start pump but fluids continued to pour through line at an unsafe rate. Pump immediately stopped and patient disconnected from line." There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, PMA / 510(k)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had free flow of potassium was not determined because no product or device logs were returned.

Event description:
A copy of the health canada report was received, which states, "pt hooked up for IV infusion, programmed 500ml/hr with volume of 1000ml into pump and pressed start. Pump started to infuse/ pour through the line at a rapid rate. Pump immediately paused, pcc informed and inspected, settings all correct. Tried to re input rate and volume settings and start pump but fluids continued to pour through line at an unsafe rate. Pump immediately stopped and patient disconnected from line." There was patient involvement but no harm. Additional information was received from the customer: customer performed internal investigation. Customer was "unable to replicate the incident."

Manufacturer narrative:
Correction : describe event or problem.

Event description:
A copy of the health canada report was received, which states, "pt hooked up for IV infusion, programmed 500ml/hr with volume of 1000ml into pump and pressed start. Pump started to infuse/ pour through the line at a rapid rate. Pump immediately paused, pcc informed and inspected, settings all correct. Tried to re input rate and volume settings and start pump but fluids continued to pour through line at an unsafe rate. Pump immediately stopped and patient disconnected from line." There was patient involvement but no harm. Additional information was received from the customer: customer performed internal investigation. Customer was "unable to replicate the incident."